Event description:
It was reported that the patient presented for a lead repositioning procedure. During the procedure, the stylet failed to advance in the right ventricular lead. The rv lead was explanted and replaced. The patient was in stable condition.